Manufacturer narrative:
Evaluation was not possible, as the product was not returned. Product information for the reported tibial tray component required to review the complaint database was not provided. The investigation could not verify or draw any conclusions about the root cause of the reported device loosening. Based on the investigation findings, the need for corrective action is not indicated. In addition, the product codes are discontinued items. Depuy considers the investigation closed. Should additional information be received, the investigation will be reopened.

Event description:
Patient revised to address loosening found osteolysis and polyethylene wear.